Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value 47 mg/dl at the time of incident and she also stated that her pump did not suspend her pump like before when indicating she was below 40. Customer¿s current blood glucose was 166mg/dl. Customer had been using insulin pump system within 48 hours of reported low bg event. Customer was neither in emergency room, nor admitted into hospital, nor was ems dispatched as a result of low bg. Based on customer report customer does not allege pump was over delivering. The customer was assisted with troubleshooting. . Customer's outcome pertaining to the complaint. The customer was treated with meal. The insulin pump will not be returned for analysis.